Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per anvisa notification: it was reported that a nasal tube 6 had a punctured balloon. The customer followed the use of the product followed the manufacturer's instructions. The event occurred in the surgical ward. It's unknown if there was patient involvement.

Manufacturer narrative:
H6 codes updated. Device evaluation: no device was returned for investigation, no root cause able to be determined. Device history review showed no non-conformities of the reported lot number during the manufacturing process.